Event description:
It was reported that the patient ipg was explanted and replaced due to being inoperable. Reportedly, therapy was restored post-operatively. The cause of the inoperable ipg is unknown.

Event description:
Additional information received identified that reason for ipg inoperable is unknown.